Event description:
The issue was found after esophagogastroduodenoscopy procedure that was completed using a similar set of device without any delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field b5, d8, e2, e3, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of reportable event was confirmed. Based on the results of the investigation, it is likely that the foreign material stuck in the biopsy channel was a partially inflated balloon. There was no physical damage near the area of foreign material. The customer-provided reprocessing information did not include any reprocessing practices that deviated from the device instructions. A definitive root cause could not be identified. The device labeling states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had an internal defect of the channel, partially inflated balloon was stuck in the working channel. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.